Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 75 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Reportedly, the customer continued using the pump for insulin therapy.